Event description:
Reporter reported to smi rossendale that the arterial line solvent between the 3-way stopcock and line has detached on one sample, the venous line solvent between the 3-way stopcock and line detached on another sample, and the line connection between the yellow flush and dome broke on a third sample. There was no patient injury or treatment reported with this event.

Manufacturer narrative:
The subassemblies in question are manufactured by smiths medical asd. These assemblies are incorporated into the finished product by smiths medical international. The finished product is further assembled, packaged and sterilized by smiths medical international. Three sets were received. Two of the 3 show that the female luer lock (fll) had broken off the tubing with the broken piece of the tubing lodged inside the fll. The break surface was shiny, which indicates a brittle failure consistent with a sharp bend in the tubing at the break point. The third sample also shows a tubing break. The break is uneven and shiny consistent with some type of shoch being applied to the flash and dome assembly. The reporter stated that the parts were found broken and out of the package at set up. All 3 breaks are brittle breaks consistent with shock applied to the package during shipping. There did not appear to be any manufacturing issues. Smiths was able to confirm the issue and determine the cause. All 3 were consistent with damage during shipping. No additional action is necessary at this time. Smiths considers this MDR closed with this report.